Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken piece of the clip tip. A piece approximately 0.0890" x 0.0425" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip show damage. The conductor wire is broken as it is designed to be attached to the grip tip. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the large hem-o-lok clip applier had a broken piece at the tip. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was identified before the start of the procedure. They informed that although they had no way to confirm how the damage happened, they confirmed that the damage did not happen during the procedure. There was no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.